Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic keto acidosis on (B)(6) 2022 with unknown blood glucose level. The customer's current blood glucose was unknown. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by with insulin pump. It was unknown that the customer was wearing the insulin pump during the hospitalization or not. Customer will continue use of the device.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.

Event description:
On (B)(6) 2022, it was reported by nurse that customer was hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Customer's husband said customer was not feeling well and went to the bathroom and fell and hit her head on the wall. Because she was having pain he called the ambulance and she was taken to the hospital. Once in the hospital she was admitted as they uncovered many health issues. When the endocrinologist checked the pump, the basal rates were set to 0.00u/h. Patient reported that she changed them by mistake. Customer is back on the pump and is doing well, as the endocrinologist made changes to the basal rates. Pump was used at the time of the incident. Customer uses a competitor's sensor.